Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly and the pump shut off. There was no reported impact to the customer's blood glucose level as the customer had not tested at the time of the call. During troubleshooting with tandem technical support, review of the pump data confirmed that low power alerts and a low power alarm had occurred and had not been addressed by the user by charging the device. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.